Manufacturer narrative:
Other, other text: b3: event date unknown. One device was returned for evaluation. Visual inspection revealed no exterior damage. Event history logs were reviewed and confirmed a check syringe plunger sensor error message. Functional testing was performed and the issue could not be duplicated. The root cause was determined to be the plunger holders resting on the flange holder when fully retracted, resulting in the message trigger. No repair was needed and the device passed all functional testing. Service history review identified an indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for check syringe plunger sensor. It is unknown if there was patient involvement, no adverse patient effects were reported.